Event description:
It has been reported to philips that the system did not start up. The flexvision screen did not show any image. A reboot did not resolve the issue. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use when the issue occurred. The field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing, fse found that the suite pc was not working because of the power supply to computer was cut down. The fse replaced the suite pc. After which, the system was returned to good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.